Event description:
The complaint is reported as: catheter tip broke off in patient while placing endurance catheter. It was reported the tip of the catheter was not removed from the patient and will remain in the patient's arm. No report of patient harm or complication. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly for evaluation. Visual examination revealed the catheter tip was torn and separated. The distal separated portion of the catheter was not returned. The point of separation appeared smooth and angled, indicating contact with a sharp object likely caused the tear. The returned portion of the catheter body measured 51 mm, which indicates that at least 14 mm of the catheter body separated and was not returned per product drawing. The outer diameter of the catheter measured .042", which is within the specifications of 0.038"-0.048" per graphic. The inner diameter measured .030", which is within the specifications of 0.027"-0.037" per graphic. This indicates that the wall thickness measured as expected. The returned catheter was flushed using a lab inventory syringe. No defects were observed. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "return catheter to its original position making sure juncture hub and catheter release tab fit tightly together and the distal tip of catheter is retracted past needle bevel." It also warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur" and "do not force catheter if resistance is encountered during advancement." The report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared angled and jagged. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). No dimensional issues were found on the returned sample, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: catheter tip broke off in patient while placing endurance catheter. It was reported the tip of the catheter was not removed from the patient and will remain in the patient's arm. No report of patient harm or complication. The patient's condition is reported as fine.